Event description:
Complete immune system breakdown. Had reaction and no one knew why. Had progressive pain in joints and muscles and my hands began looking like I was older than the rest of me. I was later diagnosed with fibromyalgia along with pitting of my hands as well as numbness of my right and later my left arms. Diagnosis is reaction to silicon implants manufactured by surgi-tek. I didn't know it was going to get to the extent it has and now am at the point that I'm desperate to have them removed. I had no insurance that would pay for it then, nor did I in 1994 when I unsuccessfully tried to get info on how to go about getting them removed. That was prior to any of this happening. Now I'm at the point that I can barely hold a pen to write and I have pain and numbness in many parts of my body.